Manufacturer narrative:
(B)(4). The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. The service technician reported that the device failed the earth leakage step during rite testing. The device history review revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. The sample analysis revealed non-conforming product that could have caused or contributed to the reported problem. The direct cause of the problem was fluid damage. The entire device was scrapped. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.